Event description:
A call was placed to technical services on 05/31/2018 stating that this device was explanted on (B)(6) 2018 due to advisory status. The physician and facility were unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).